Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited t-wave oversensing and double counting in the right ventricle, resulting an inappropriate shock. X-ray imaging revealed that this rv lead had dislodged into the right atrium. It was noted that the patient exhibited twiddler's syndrome. No adverse patient effects were reported.

Manufacturer narrative:
A revision procedure was performed the following day. The lead was successfully repositioned without incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.